Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation it was revealed that the right ventricular (rv) lead exhibited non-sustained oversensing due to noise and intermittent loss of capture. The lead was replaced on an unknown date. The patient was in stable condition.